Event description:
Customer reported with an issue of "it keeps alarming check irrigation" on the device. The issue found at preparation for use. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was evaluated. Device evaluation found the customer reported issue of "it keeps alarming check irrigation" was not able to be duplicated however during connection check test, the tr1 and tr2 output failed intermittently due to the loom sp/pk poor connection. After using olympus reference test loom sp/pk, the unit passed functional test and 2 hours burn-in test. The device software version is v3.03 and housing check found one missing leg and multiple scratches. Review of fault log found error message 400 ref 26, ten times. This generated if a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Device evaluation findings found the customer reported issue was not able to be duplicated however, tr1 and tr2 output failed intermittently due to the loom sp/pk having a poor connection. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction: additional malfunction found in the device evaluation was a dent on the housing, e1 (added mr.), e3 and g2 (added health professional) updated fields: b5, e2 this supplemental report is submitted to provide the correction to the device evaluation, results of the legal manufacturer¿s investigation, device history record (DHR) review and additional information from the reporter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation and the inability to reproduce the issue, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of the device.

Event description:
The customer reported the unknown procedure was completed with a similar device (same model). According to the customer, no other devices were involved in this event.